Event description:
It was reported that 12 hours after insertion of the iab, the pump experienced helium loss alarms, and blood was observed entering the tubing. Because of this, the iab was removed. There were no pt complications.